Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed error code 78, 111 and 112 and shut down. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) mfg report number 2249723-2023-02402.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) mfg report number 2249723-2023-02402 revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.